Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred, and the system gained functionality by restarting the flexvision pc. The distributor inspected the system and identified a issue with the system's flexvision pc. Analysis of system log files showed a malfunction of the flexvision pc's frame grabber card. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexvision pc by the distributor has resolved the reported issue and restored the functionality of the system. Philips has initiated a field safety corrective action (2023-igt-bst-027). After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a start-up issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the start-up issue may resolve, allowing for continuation and completion of the procedure. A start-up issue that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up, stalling at 00:00. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.